Event description:
A cardiomems implant procedure was attempted using intra jugular approach. Upon advancing the delivery system to the target location, guidewire position was lost and subsequent reposition attempts were unsuccessful. The physician attempted to retract and remove the delivery system under fluoroscopy however the sensor became stuck at the distal end of the sheath due to a kink and crimping of the distal end of the sheath and the sensor being slightly untethered. A snare was used as an aid but did not result in retrieval. The delivery catheter was then cut and an attempt to exchange the sheath was made but was unsuccessful. A second access site was then made in the right groin and a snare was used in attempt to retrieve the delivery system but this was also unsuccessful. Finally, the physician was able to secure the distal tip of the delivery catheter and pull it out via the right groin access, while it was simultaneously advancing from the right intrajugular access site. The delivery system appeared intact, and sensor was remained tethered but potentially looser at the distal end. There were no adverse consequences to the patient. The patient was admitted for observation overnight and discharged the following day.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.